Manufacturer narrative:
(B)(4). The customer returned various components from the opened kit including the guide wire assembly and introducer needle. The kit showed clear signs of use and the guide wire was kinked in several locations. The guide wire had two kinks towards the j-bend on the distal end and another slight kink on the guide wire body. None of the other components showed any obvious signs of damage. Microscopic examination revealed offset coils at the kinks on the j-bend. The first kinks/offset coils were located at 1.1 cm and 1.5 cm from the proximal tip. The second slight kink on the guide wire body was located 3.3 cm from the distal tip. The outside diameter (od) and length of the guide wire were measured and found to be within specification. The inner diameter (ID) of the returned introducer needle was also found to be within specification. The returned guide wire was able to pass through the returned introducer needle with little resistance. A manual tug test confirmed that both the proximal and distal welds were intact. (Con't) other remarks: a device history record (DHR) review was performed on the guide wire and no relevant findings were identified. The IFU provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was kinked and bent in three locations. Based on the condition of the guide wire and the report that the damage was observed during use, it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges that the guide was folded (kink) at the time of insertion. The procedure was completed successfully with another device.

Manufacturer narrative:
(B)(4). The device sample was received by the manufacturer, but the investigation results are pending. Preliminary evaluation of the returned sample indicates that the guide wire was kinked.

Event description:
The customer alleges that the guide was folded (kink) at the time of insertion. The procedure was completed successfully with another device.